Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Upon visual inspection, during the procedure, it was noted that the right ventricular - rv lead was found to have insulation damage. The rv lead was repaired (B)(6) 2021 and remains implanted. The patient was in stable condition before, during, and after the procedure.